Event description:
Under cat guidance, physician was attempting to introduce a catheter to drain an appendiceal abscess. Upon introduction into the cavity, catheter end seemed to disintegrate and broke off. Pt had to be taken to surgery where abdomen was opened, abscess drained, and end of catheter retrieved.